Manufacturer narrative:
The suspect medical device was returned for evaluation. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has returned for merit evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a left superior femoral and tibial artery angioplasty procedure on a 79yo patient, 2cm of hydrophilic coating may have detached from the micropuncture access sheath and was retained within the patient's common iliac artery. The patient became severely bradycardic during this procedure, so the procedure was canceled.